Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 devices were evaluated in the field but the issue was not confirmed; no defects or malfunctions were found. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 6 </noe> malfunction events, where it was reported the cot had tipped. 1 event had no patient involvement. 5 events had patient involvement, however there were no consequences or impacts to the patient.